Manufacturer narrative:
The received device had the cannula assembly fully deployed. Cracks were observed on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Inspection of the soft cannula did not find it bent, kinked, or damaged. The soft cannula measured the correct full length according to specification and did not appear damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. The pod was leak tested and no leak was found. No problems were found with the pod during investigation that would cause a leak during wear. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.

Manufacturer narrative:
The device has been returned/received and is pending investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin and being unsure if the cannula was properly inserted in the infusion site (abdomen), upon removal the cannula was found bent.